Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable lead was surgically revised due to a lead erosion. This lead remains implanted and in service. No adverse patient effects reported.